Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting a sudden drop in magnet rate. The ipg has been implanted for 108 months. Cpi minimum longevity at nominal settings with a 500 ohm lead is 102 months.